Event description:
Report rec'd of an extension set "bursting" during injection of contrast media. The facility reported that during a CT scan procedure to rule out a pulmonary embolus, the contrast was injected suing the power injector at an unk rate with an unspecified ps. The extension set was reported to have burst upon injection of the contrast media. The CT technologist reported that the pt was "showered" with contrast media. The IV site remained intact and the tubing was replaced. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. However, the issue of split or burst tubing when using power injectors was eval'd under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account mgrs were advised of this issue and were provided a prod list of those high pressure sets which are appropriate for use with power injectors.